Event description:
The lay user/reporter called lifescan (lfs) on 9/4/06, and alleged that the pt's lancing device was not working. The medical affairs specialist spoke to the pt on 9/6/06, and obtained and verified the following info. The pt reported that two months in 2006, she began having problems with her lancing device; the lancet was falling out of the lancet holder. She was unable to test on her meter for 2 to 3 weeks. She takes an oral diabetes medication, but she does not know the name of the medication. She continued to take it as directed (1 pill, once a day) when unable to test. On the event date, she woke up feeling very cold and then she passed out. Her daugheter called the paramedics who took her to the hosp. Her blood glucose was teated and her meter result was 69 mg/dl. The pt admitted to the hosp for 6 days. She states she was treated for low blood glucose and for blood clots. The pt stated she has cancer and they were trying to determine the cause of the clotting. The pt has not tested on her meter since the lancing device issue in the same month . The lancing device issue was not resolved with troubelshooting. This complaint is being reported, as the pt was unable to test due to the lancing device issue; the pt later had a hypoglycemic event. Replacement testing supplies have been sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.